Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the procedure was completed with no patient harm.

Manufacturer narrative:
The used returned sample was visually inspected and surgical residue was observed in the fluid flow paths of the tubing manifolds and cassette. The used suction filter pore size appeared to be larger than normal. The cassette was then tested on a calibrated console and could pass prime, tune with the handpiece, and pass intraocular pressure (iop) calibration successfully. Aspiration pressure was measured and pressure did not increase as it should. The surgical residue was purged and the sample failed to tune and generated a system message code, priming of the aspiration handpiece was unsuccessful. The sample was retested an failed generating system message code, infusion prime failed. The most likely root cause of the customer's event is related to the suction filter. The report stated the event occurred prior to surgery which was found to be consistent with the results of the investigation. Action will not be taken based on this occurrence. An analysis of similar complaints of suction filter issue confirmed no unfavorable trend for this event. This issue is occurring at a very low level. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the aspiration did not work during phacoemulsification. Additional information has been requested.